Manufacturer narrative:
The reported event was unable to implant. As received, a complete lead was returned for analysis. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead could not be implanted. The ra lead was removed and replaced. No patient consequences was reported.